Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/14/2016 with the following findings: investigation revealed a discolored display. Unrelated to this issue, the audio bolus button cover was torn, however, the bolus button was still operable. In addition, the pump had cosmetic wear issue in the form of worn paint. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 07/14/2016. Investigation revealed a discolored display.